Manufacturer narrative:
Per tandem user guide: during exercise, control-iq technology uses the target cgm range 140 mg/ dl¿160 mg/dl. This target range is smaller and higher than the target range with no activity enabled to accommodate the likely natural drop in glucose following exercise. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of approximately 40 mg/dl. Bg cause was due to the pump delivering an automatic correction as intended when the customer¿s bg range from 200-220 mg/dl and then the customer switched to exercise mode which caused the customer¿s blood glucose to decrease to the 40¿s mg/dl. Reportedly, customer consumed carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.